Manufacturer narrative:
Upon further review, it was determined that c63030 does not apply.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the power on reset (por) message was caused by the implantable neurostimulator (ins) batteries being depleted. It was also noted that the ins&#38112;were replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), product type: implantable neurostimulator.

Event description:
Information was received from a manufacturer representative (rep) and a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that patient had his implantable neurostimulators (ins) replaced on (B)(6) 2016 and the patient was not getting good results. It was also noted that the one side was depleting faster than other and a power on reset (por) message was seen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.